Manufacturer narrative:
Unit received with critical pump error (open book image). Unit was successfully downloaded using thump software. Unable to perform the following tests displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download history review pump error 63 and stuck button alarm were recorded. Pump error 63 alarm (variable = 15, file number =2017 line number =147) confirmed on 22-jul-2024 from 16:14:00 until 16:14:13 triggered three consecutive times. Per engineering troubleshooting guide, it was determined that pump error 63 was trigger by hardware issue with the twi interface or ad5161 chip. Stuck button alarm confirmed on 22-jul-2024 at 14:37:39 and 14:47:00. Pump was cut open to perform visual inspection and found moisture damage on the electronic assemblies, keypad flex connector and force sensor flex connector. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, cracked case, scratched case, battery tube threads - cracked, cracked case (battery tube) and label damage (stained). In conclusion, customer concern for critical pump error (open book image) was confirmed due to pump error 63. Pump error 63 was confirmed due to hardware issue. Unable to confirm keypad anomaly due to critical pump error/open book image. Exposed to moisture confirmed on electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced critical pump error (open book image), keypad/button unresponsive/button error. The customer reported, no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported, receiving a stuck button alarm. Troubleshooting indicated, that pump requires replacement. Customer reported, a critical pump error/open book image error. No harm requiring medical intervention was reported. Mmt-1884 was requested. And customer response was, the device will be returned. The customer will discontinue using the device.